Event description:
It was reported that the device overheated during testing at the MFR. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device.